Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2016 with the following findings: on investigation, the pump was confirmed to have visible moisture in the battery compartment. Leak testing failed. There were two cracks in the battery compartment; only one crack was shown to allow moisture ingress into the battery compartment. There was no moisture contamination found in the interior compartment inside the pump. Investigation confirmed the complaint.